Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging language incorrect. When she inserted test strip into meter it showed that meter is set on (B)(6) language. We set together few times on (B)(6) language and set time and date and issue still persist even when tried with different test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.